Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (06/27/2013 through 12/24/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from february 2013 through january 2014 and revealed a significant trend which is addressed in CAPA. The trend for the problem code of haze/mist vapor was completed from february 2013 through january 2014 and did not reveal a significant trend. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. The shuma indicates the risk is broadly acceptable for mild exposure to oil mist vapor. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The vacuum pump was visually inspected and put into a preliminary test using a vacuum gauge. Pump was received with oil in it. Pump passed vacuum test. Unit smelled upon manual pumpdown ejected a small amount of smoke and made an irregular noise. Strong odor confirmed. Reason for return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
The field service engineer replaced the vacuum connector valve, oil mist filter, catalytic decomp filter, 1/4 nylon tubing and vacuum pump were replaced. Unit meets specifications and was returned to service on (B)(6) 2013.

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(4) 2013.